Event description:
Customer reported 1 false positive sars result for 1 symptomatic patient. Patient was reported to have onset of symptoms for 3 days but customer unable to confirm. Confirmation testing with pcr was done, resulting negative.

Manufacturer narrative:
Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.